Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge remained static at 120 units. Blood glucose level was 212 mg/dl. Reportedly, the insulin gauge began to decrease as expected.